Event description:
It was reported port implant a (B)(4) adjustable gastric banding procedure, contrast study that showed a leak from the port not from the tubing. This is causing the band to deflate. The surgeon plans to replace the old port with a new port. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis. Port remains implanted.